Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins had ruptured through the skin. The ins had eroded through the skin due to a suspected infection. The patient¿s ins and extension were explanted on (B)(6) 2017. It was not reported when the symptoms began. No complications or further complications were reported.

Manufacturer narrative:
No new event information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a fall with impact to the ins pocket around (B)(6) 2017 and was seen shortly after with no breakdown of pocket. The patient came back from a trip on (B)(6) 2017 with extrusion of generator. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.